Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d1, d.2a, d.2b, d4, d6(b), g4, h4, h6.

Event description:
Left side breast swelling and redness diagnosed via MRI.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "rupture". This record is for the unknown side. The device has been explanted and replaced.